Manufacturer narrative:
The transformer was returned to the manufacturer, plitron, for root cause analysis testing. The investigation determined that mechanical pressure resulted in a break down of the insulation on the outer copper tape layer of the transformer. This resulted in the generation of increased heat. A review for possible design modifications will be conducted to help improve the design of the transformer and decrease the likelihood of this occurrence.

Event description:
It was reported that a hologic applications specialist was not able to program detector temperature settings. No injury reported. A field engineer was dispatched to the site and determined the transformer had reached a high temperature resulting in component damage to wiring and the pmc drawer. The system gantry is being replaced.